Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a peritoneal dialysis (pd) patient¿s spouse that a fluid leak was discovered during fill one phase of a pd treatment. There was fluid noted leaking from a hole in a tube coming from the cassette inside the cassette door. Fluid was leaking from the cassette chamber and there was fluid on the black pumps. The patient¿s spouse wiped the fluid from the chamber and continued to use the cycler. Six days after the fluid leak event, the patient and patient¿s spouse were at a visit with pd registered nurse (rn) and it was mentioned to the pdrn that a fluid leak had occurred six days ago, yet the cycler had continued to be used. The pdrn prescribed prophylactic antibiotics and advised the patient to call technical services immediately. The patient¿s spouse was advised by technical services to discontinue the use of their cycler and to inform the pdrn that a new cycler was issued to the patient. Upon follow up, the patient verified there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event, other than the prophylactic antibiotics prescribed. The patient received the new cycler and is able to continue pd treatment with no further issues. The cycler is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
H.6. Plant investigation: an exterior visual inspection of the returned cycler showed no sign of physical damage. There were visual indications of dried fluid found within the cassette compartment. There were no visual indications of particulates found within the cassette compartment. There were no burrs or sharp edges in cassette compartment that may have punctured a cassette membrane. The accelerated stress test passed. No fluid leaks were found during the removal of the cassette. An internal inspection of the cycler showed that there were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined.an investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported by a peritoneal dialysis (pd) patient¿s spouse that a fluid leak was discovered during fill one phase of a pd treatment. There was fluid noted leaking from a hole in a tube coming from the cassette inside the cassette door. Fluid was leaking from the cassette chamber and there was fluid on the black pumps. The patient¿s spouse wiped the fluid from the chamber and continued to use the cycler. Six days after the fluid leak event, the patient and patient¿s spouse were at a visit with pd registered nurse (rn) and it was mentioned to the pdrn that a fluid leak had occurred six days ago, yet the cycler had continued to be used. The pdrn prescribed prophylactic antibiotics and advised the patient to call technical services immediately. The patient¿s spouse was advised by technical services to discontinue the use of their cycler and to inform the pdrn that a new cycler was issued to the patient. Upon follow up, the patient verified there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event, other than the prophylactic antibiotics prescribed. The patient received the new cycler and is able to continue pd treatment with no further issues. The cycler is available to be returned to the manufacturer for physical evaluation.